Event description:
It was reported that during a lap sigmoid colectomy procedure, when the device open there was a hole in the access area inside the device. They got a new one to complete the procedure. There was no patient consequence.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.